Event description:
It was reported that an ilet user received an ¿insulin set expired¿ alert after changing the infusion set and subsequently experienced multiple occlusion alerts, which were not addressed promptly and led to elevated blood glucose over 200 mg/dl. Review indicated the last full supply change had not been completed for an extended period, and the user did not understand that an occlusion had occurred or that troubleshooting was required. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included review of user-reported alerts and usage history, assessment of infusion set and cartridge management, and guided troubleshooting. Investigation of this case revealed an insulin delivery occlusion associated with infusion set issues and extended use without a complete supply change, with user error contributing to delayed response and continued use of the existing cartridge by preference. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and maintenance of infusion set supplies resulting in occlusion and hyperglycemia.